Manufacturer narrative:
Awaiting return of product to conduct quality investigation.

Event description:
Consumer overdosed with insulin and was treated in hosp. Pt is pregnant. Readings on link are high.